Event description:
It was reported that during use of right ventricular (rv) lead, a warning triggered for high short interval counts (sic) and short v-v intervals. The rv lead was explanted and replaced. The patient will be monitored for further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the short interval counts (sic) doubled. Review of received data indicated the problem is most often related to the patient condition having premature ventricular contraction (pvc). Patient to be monitored, however no further corrective actions are needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.